Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with a safety insulin syringe. The customer states that the safety device was slid into place but is very easy to disengage. This resulted in a dirty needle stick to a clinician.